Manufacturer narrative:
The half ring is still attached to the rod. The hexagon recess of the set screw is completely stripped. Due to the stripped hexagon recess it is impossible to loosen the set screw and to remove the half ring from the rod. Therefore the dimensions can not be verified. There are extreme stress marks, caused by the tightened set screw, at the rod visible. This and the stripped recess are an indication that the set screw was over-tightened during use. The parallel connectors are designed to connect two rod segments together through a central body. Each rod segment is held in place by two set screws. The half ring is designed to facilitate distraction/compression by acting as an anchor point when no adjacent implants can be used. The half ring is held to a rod segment by one set screw. According the complaint, the parallel connectors were unable to be properly attached to rod segments. This event may have been caused by excessive rod contouring in the area which the connector was to be placed and/or rod segments were not parallel to one another resulting in off-axis insertion of the rod segment. According to the complaint and pd evaluation, the set screw of the half ring was stripped and could not be removed. The stripped set screw may have been caused by excessive torque applied during use.

Event description:
During a veptr 2 primary implantation procedure, the two (2) ti parallel connectors jammed; in addition the ti half ring stripped and became stuck. The surgeon then removed all of the implanted devices and implanted another system. The procedure was extended for approximately three (3) hours. This is 3 of 3 reports for the same event.

Manufacturer narrative:
The date of implant and date of explant was reported as (B)(6) 2012. The device was not implanted/explanted and therefore, the implant/explant date is not applicable.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.